Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose readings of 550 mg/dl. Customer stated that the insulin pump showed a low reservoir and a low battery alarm. It was noted that the customer was vomiting bile, had excessive thirst, urination and nausea prior to the hospitalization. It was also noted that the customer was off the insulin pump for nearly 20 hours prior to the hospitalization. Customer is currently on insulin drips at the hospital and will be going back to insulin pump therapy. Through troubleshooting it was noted that the customer had multiple auto off alarms in the alarm history. Customer also mentioned that the time and date were incorrect and the customer was unaware of the settings and or proper use of the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.